Event description:
It was reported that the patient was experiencing dizziness. The ventricular lead showed an increased and high threshold and high impedance. The atrial lead was oversensing. Reprogramming was performed and both leads remain is use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.